Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced difficulty attaching the infusion set connector during a supply change with the ilet system, as the connector would not turn; after replacing the connector, the user was able to complete the connection, and an agent guided a full supply change and resumed insulin delivery. Symptoms included hyperglycemia with a reported blood glucose of 400 mg/dl. Outcomes included temporary interruption of insulin delivery with subsequent restoration after troubleshooting and education. Investigation included remote troubleshooting and user education on infusion set replacement and reconnection. Investigation of this case revealed that the initial connector was unable to engage properly, consistent with a connection issue of the infusion set component, and that replacement of the connector resolved the problem. It was concluded, based on previously established findings for similar reports, that the cause was user interface and/or technique related to the infusion set connection.